Event description:
Report per 803.50 (a)(MDR#303067-2010-00207). AED would not power on.

Manufacturer narrative:
(B)(4). Conclusion: this report is being filed as it cannot be concluded that recurrence would not result in an adverse event.